Event description:
Note: the report pertains to the fist of two malfunctions occurring during the same procedure. Refer to associated manufacturer report # 3005099803-2008-00331. An ultraflex tracheobronchial stent was used during a tracheal stent placement in the left main bronchus of an adult female patient (patient age and weight unknown ) in 2008. According to the complainant, the physician attempted to deploy the stent and "...it was not possible to open the stent because the knots [in the deployment suture string] could not be untie[d]. He removed the system and tr[ied] to untie the knots outside the patient..." The physician attempted to deploy as second stent and experienced the same issue. The procedure was not completed because a third stent was not available. The physician "...decided on friday evening that the general condition of the patient was to[o] bad to implant a stent. He decided to wait until monday morning [to implant a replacement stent]. At the conclusion of the procedure, the patient's condition was reported as "ok". On three days later, "the patient died". The physician stated that the patient died "of her illness."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The february 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed no unfavorable trend was noted.